Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Pictures were submitted per picture 1, it can be seen 1 sample without leaks. Per picture 2, it can be seen the same sample with a leak in the filter, however it is not possible to determine where the leak come from per picture provided. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: no actions were taken.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, chemotherapy leaking at the filter site of the tubing was noticed. No patient injury reported.